Manufacturer narrative:
(B)(4). Preliminary evaluation of the retuned device indicates the "sheath valve assembly separation."

Event description:
The customer reports that connector valve broke while they were changing the patient.

Manufacturer narrative:
Qn# (B)(4). The customer returned one mac, thermodilution catheter, and a cath-gard for evaluation. The thermodilution catheter was returned advanced through the mac and the cath-gard was secured to the catheter body. The sample contained obvious signs of use in the form of biological material. Visual examination revealed the cap, seal, and valve were detached from the sheath. The black valve contained an undamaged slit and appeared fully functional. The blue seal contained no defects or anomalies. The distal cap from the sheath had small indentations and damage around the outer circumference, which is consistent with undue force causing the separation. The proximal end of the sheath contained the appropriate ridge securement and had signs of proper ultrasonic welding. The outer diameter of the returned thermodilution catheter measured to be 2.521 mm. This could not be compared to internal specifications as this is not a teleflex product; however, this outer diameter is consistent with the standard 7.5-8.5 fr as depicted on the product lidstock. The thermodilution catheter was removed from the mac and the mac was reassembled. The catheter was then re-inserted through the proximal end of the mac. Minimal resistance was encountered. The product technology group owner was consulted as part of this investigation. He indicated that all welds appear present and undamaged. The valves were properly assembled, and nothing appeared atypical. This damage is consistent with undue force being applied to the proximal end of the sheath. The IFU provided with this kit warns the user, "do not reposition proximal hub once locked in final position." The customer report of a sheath valve assembly separation was confirmed by complaint investigation of the returned sample. The sheath valve, seal, and cap were separated from the mac. The damage seen is consistent with undue force being applied while removing the cath-gard or catheter from the sheath. Based on the appearance of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that connector valve broke while they were changing the patient.